Event description:
It was reported by the pt that he was experiencing small myoclonic seizures almost daily and had a breakthrough complex partial seizure that lasted less than a minute. The pt believes these may be due to a change in medication. Attempts for further info from the neurologist's office has been unsuccessful to date.